Event description:
It was reported that bd microtainer® contact-activated lancet was damaged. This was discovered during use. The following information was provided by the initial reporter: reported day 7 post donation ¿ after wound on his finger was painful and not healing. Donor reports pulling metal fragment out. Apparently, this is now healing with no pain.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the needle point breaking as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: z4f42f1. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-08-08. Medical device lot #: z4c68g4. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-05-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® contact-activated lancet was damaged. This was discovered during use. The following information was provided by the initial reporter: reported day 7 post donation. After wound on his finger was painful and not healing. Donor reports pulling metal fragment out. Apparently this is now healing with no pain.